Manufacturer narrative:
This report is submitted on january 5, 2021.

Event description:
Per the clinic, the patient experienced infections at the abutment site and was treated with oral and topical antibiotics (specific date and duration not reported). The implanted device remains.